Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was chosen for implant using an unknown delivery system. During procedure, when the physician crossed the native valve with a support non-abbott guide wire, patient went into cardiac arrest before the prosthesis was released. The valve was implanted at a depth of 5mm. After the device was released, the physician performed cardiac massage. The patient was continued in cardiorespiratory arrest. After the procedure, the patient passed away due to related comorbidities. The physician alleged the cause as related to the patients comorbidities.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of cardiac arrest and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, during procedure, when the physician crossed the native valve with a support non-abbott guide wire, patient went into cardiac arrest before the prosthesis was released. The valve was implanted at a depth of 5mm. After the device was released, the physician performed cardiac massage. The patient was continued in cardiorespiratory arrest. After the procedure, the patient passed away due to related comorbidities. The physician alleged the cause as related to the patients comorbidities. Based on the information received, the cause of the reported death appears to be related to patient's comorbidities. The cause of the reported cardiac arrest could not be conclusively determined. It is possible due to procedural and patient comorbidities; however, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was chosen for implant using an unknown delivery system. During procedure, a pre-dilation was not performed the patient had severe bradycardia when the pre-molded support guide was passed. When the physician crossed the native valve with a support non-abbott guide wire, patient went into cardiac arrest before the prosthesis was released. The valve was implanted at a depth of 5mm. After the device was released, the physician performed cardiac massage. The patient was continued in cardiorespiratory arrest. After the procedure, the patient passed away due to related comorbidities. The physician alleged the cause as related to the patients comorbidities.